Event description:
No report of serious injury, malfunction, or reason for removal provided. Post op visual by the physician noted the j retention wire to be fractured with protrusion through the outer polyurethane insulation.